Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information received that the lead was attempted at which perforation occured and dislodged with abnormal impedance measurements. This occured during implant procedure.

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged. The lead was explanted and will be returned for analysis. The lead was replaced with a competitor's lead. No additional adverse patient effects were reported.